Manufacturer narrative:
.

Event description:
Additional information: patient condition was fine post procedure.

Manufacturer narrative:
(B)(4). No conclusion code available; external insulation abrasion was found at 23.2 to 23.5 cm, 24.0 to 24.4 cm, 25.2 to 25.4 cm, 42.1 to 43.1 cm and 47.5 cm to 49.5 from connector pin. The efte coating was intact at these locations. Internal abrasion was noted at 42.1 to 43.1 cm, 47.5 to 49.5 and 53.7 to 55.7 from connector pin. The efte coating was intact at these locations. This is consistent with the observation from the field of noise when the lead was in contact with device can or lead component.

Event description:
It was reported that noise was exhibited from the ventricular channel via remote transmission. It was suspected that the lead conductors were externalized. The lead was explanted and replaced. No consequences for the patient were reported.